Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient made mistake which led to peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with reflin (intraperitoneally (ip), 500mg in each bag, 4 times/day), fortum (ip, 500mg in each bag, four times/day), and amikacin (250mg, once a day, route not reported) for peritonitis. On an unreported date, the patient recovered from the event of peritonitis. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.